Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The suture was detached from the needle easily. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.